Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. The caller stated that the customer re-connected to the insulin pump, but continued to experience high blood glucose levels. The caller declined to troubleshoot or provide the customer's information. Nothing further was reported.